Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. The device was not available for return.

Event description:
It was reported to nevro that the patient felt pain down the right leg after the trial leads were placed. The physician removed the leads and the patient has recovered without sequelae.